Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer via government agency reported that the aspiration tubing interface port of the product cracked and leakage occurred during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A handpiece connected to the aspiration and irrigation manifold is observed in the picture. There is an arrow pointing to the aspiration tapered luer that connects to the handpiece being held by a user. The image is low resolution, and we are unable to identify the alleged damage and did not observe any fluid leakage in the customer image. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be conclusively confirmed based on the customer image provided for the investigation. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).